Event description:
The customer reported that one of the autopulse lifebands (lot # unknown) from the 3-pack will not clip into the autopulse platform. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the lifeband for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.